Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2020 due to infection approximately 1 year after primary surgery. Surgeon converted reverse to hemi, explanting all components (32/10 cementless stem, 36mm centered glenosphere with screw, 24mm glenoid baseplate, 36/+3 standard humeral cup, 2 locking screws, 2 standard screws, and a cortical screw) and then implanting a +0mm double taper, size 6 cemented humeral stem, and 46x17 centered cocr head.